Event description:
During a low anterior resection procedure, the staples were not present after firing. The surgeon sutured to complete the procedure without pt injury.

Manufacturer narrative:
6/2/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.